Event description:
It was reported the pt ((B)(6)) had not charged the ipg for an extended amount of time after being pain free for several months. The pt's pain reportedly returned; however, he was unable to initiate therapy as the ipg was inoperable. Surgical intervention was undertaken to explant and replace the device thereby resolving the issue.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.